Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: posterior lumbar surgery it was reported that intra-op, there was one screw found slipped and physician had to replace a new one to complete the surgery succ essfully.there were no patient complications.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.